Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became buckled as the guide catheter was retracted for stent deployment. The stent was unable to be deployed. The procedure was successfully completed with different device and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and bent stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was kinked close to the proximal end. The guide catheter was stretched and broken close to the proximal end. The broken proximal piece of the guide catheter was stuck on a guidewire. The guidewire could not be removed from the guide catheter. There were no damages on the guidewire and it was not a likely contributing factor towards the complaint event. The broken distal piece of the guide catheter was inside the push catheter and was removed during the evaluation. The distal end of the guide catheter had minor kinks/bends (suture impressions). The suture was not intact at the distal end of the push catheter and not returned for evaluation. The working length of the stent was bent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.